Event description:
It was reported a patient had allergic reaction to the aligners. The symptoms started when patient start using stage number 4. Patient experienced swelling in upper airspace (nose and throat). Doctor stop the treatment and symptoms started to decrease. Patient is doing better since she stop using the aligners.